Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, multiple episodes of inappropriate mode switches due to right atrial lead noise were noted on the electrograms(egms). The noise was not reproducible. Lead damage was suspected too. No intervention was performed. The patient was stable.